Manufacturer narrative:
Per the clinic, the patient also experienced a skin injury to the implant site, skin breakdown and necrosis. The patient was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025 and there are no plans to re-implant the patient with a new device as of the date of this report.